Manufacturer narrative:
Although multiple attempts were made to gather additional information on the alleged complaint and patient injury, by the facility, no information was ever provided to confirm any device malfunction or patient injury or impact. The device was not returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The service history could not be reviewed as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised the following: to inspect the device prior to use. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is not expected to be returned to conmed for evaluation. However, the complaint investigation is on-going. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of their facilities that the 60-8018-sys, system 5000, caused a hematoma in a patient. Although the initial report states the patient had to be returned to surgery an email received states no patient returned to surgery. The investigation and request for additional information is ongoing. This report is being raised based on patient injury for hematoma and unknown treatment.